Manufacturer narrative:
Product ID: mc1vr01-delsys, fdp: c73502; fdd: c76126; fdc: 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) device, the patient experienced perforation. It was unknown as to at what point of the procedure the perforation occurred. Surgical intervention was required. The device remains in use and the delivery system was removed. No further patient complications have been reported as a result of this event.